Event description:
The pt reported that she went to the ER with high blood glucose results. She said she also had a stomach virus at the same time. She reported the following blood glucose history: at 11:04pm, the pod was deactivated. She did not report the time she went to the hospital, but did stated that her ketones were high and she was given intravenous insulin. The pod was discarded at the hospital.

Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported hyperglycemia and ER visit. No lot qualification records were reviewed, as a product lot number was not provided. The omnipod user guide warns, 'low' or 'high' blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death" and "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia." It advises, "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels are not decreased, take a second bolus by injection, using a sterile syringe. If you feel nauseated at any point, check for ketones and call your healthcare provider immediately. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod." If also advises, to handle sick days: treat the underlying illness to promote faster recovery. Eat as normally as you can. Adjust bolus doses, if necessary, to match changes in meals and snacks. Always continue your basal insulin, even if you are unable to eat. Contact your healthcare provider for suggested basal rate adjustments during sick days. Check your blood glucose every 2 hours and keep careful records fo results. Check for ketones when blood glucose is 250 mg/dl or higher. Follow your healthcare provider's guidelines for taking additional insulin on sick days."